Event description:
For a couple of months, 2mg m.s. Has been having a plastic tube/sleeve over the carpoject. Now other doses of m.s. Are appearing this way. Rptr and many of their co-workers are having a very difficult time twisting off the end of this plastic tube. Rptr recently had 2 pts for 2 days getting m.s. Fairly frequently. 1 tube took 4 people to open. The repitition of 2 days of this twisting movement with rptr's elbow developed into a tendonitis in elbow. Rptr thinks the wrapping should be investigated before someone else experiences the same thing and takes the hospital or manufacturer to the cleaners with workman's comp or some law suit.